Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0-0.034 ng/ml). (B)(6) 2025 sample ID (B)(6) initial result = 0.041 ng/ml, repeat result = <0.01 ng/ml; same patient, new sample obtained and result = <0.01 ng/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0-0.034 ng/ml). 16mar2025 sample ID (B)(6) initial result = 0.041 ng/ml, repeat result = <0.01 ng/ml; same patient, new sample obtained and result = <0.01 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The architect i2000sr, serial number (B)(6) was considered the likely cause of the issue. Data and information provided by the customer was reviewed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr did not identify any similar issues as described in this complaint. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), was identified.